Event description:
It was reported that the lead exhibited intermittent capture. The lead was capped and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was damaged at 45 cm from the connector pin, due to friction with another device.